Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient underwent a revision tka for instability. Radiographs revealed a mechanical complication of tibia component subsidence into a valgus position. Only tibia and liner exchanged.

Manufacturer narrative:
An event regarding tibial subsidence involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient underwent a revision tka for instability. Radiographs revealed a mechanical complication of tibia component subsidence into a valgus position. "Ony" tibia and liner exchanged.